Event description:
It was reported that a user¿s last cgm failed, after which the user disconnected from the ilet, charged the device, and used bg run mode briefly, but due to very elevated blood glucose the user elected to remain disconnected and revert to multiple daily injections until replacement cgms arrive; capillary glucose values reported were 540 mg/dl initially and later 339 mg/dl, with no symptoms, and the agent assisted with turning off the ilet. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included a delay to therapy with the ilet due to reverting to alternative insulin therapy. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed insufficient information regarding a specific device problem or component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.